Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), perforation ("perforation of organs") and pregnancy with contraceptive device ("unintended pregnancy ") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, perforation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation\less than half a centimeter of the end of the acorn manipulator was protruding out through the uterine fundus"), fallopian tube perforation ("perforation (fallopian tube(s))") and pregnancy with contraceptive device ("unintended pregnancy/ pregnancy(no complications)") in a 30-year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included pap smear abnormal, uterine dilation and curettage, salpingectomy and stillbirth nos (still born twice). Concurrent conditions included cholecystectomy, ectopic pregnancy, cervical laceration, body mass index normal, hypothyroidism and anxiety. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In (B)(6)2016, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 8 months after insertion of essure. On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), headache ("headache") and pain ("body ache"). The patient was treated with surgery (right salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain upper outcome was unknown and the weight increased, headache and pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, fallopian tube perforation, fatigue, headache, menorrhagia, nausea, pain, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. The patient with history of prior ectopic pregnancy on the left with salpingectomy noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram pelvis - on (B)(6)2017: impression- right-sided essure device located in usual position. No evidence of complication.. Ultrasound pelvis - on (B)(6)2017: impression: 1. History of prior left salpingectomy, and vaginal delivery about 6 weeks ago, with essure contraceptive device on the right. This device is visualized. Although it is clearly present, and although the ultrasound would seem to favor that its position is reasonable, I do not believe this ultrasound would confirm that particularly with the history given. Consider hysterosalpingogram to better assess. 2, the uterus is retroverted but appears otherwise negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: medical record received: reporter information added. Plaintiff demography added. Lot no. Added. Medical history, lab data were added. Event perforation of organ nos. Was updated to uterine perforation. Pregnancy outcome updated. On (B)(6)2019: f/u 3 & 4 processed together. Pfs received: patient demography, medical history added. New events - abnormal bleeding (vaginal, menorrhagia), nausea, perforation (fallopian tube(s)), fatigue, weight gain /loss specify which one: weight gain, device monitoring procedure not performed, stomach pain, body ache and headache were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pregnancy with contraceptive device ("unintended pregnancy") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation\less than half a centimeter of the end of the acorn manipulator was protruding out through the uterine fundus"), fallopian tube perforation ("perforation (fallopian tube(s))") and pregnancy with contraceptive device ("unintended pregnancy/ pregnancy(no complications)") in a 30-year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included pap smear abnormal, uterine dilation and curettage, salpingectomy and stillbirth nos (still born twice). Concurrent conditions included cholecystectomy, ectopic pregnancy, cervical laceration, body mass index normal, hypothyroidism and anxiety. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain") and nausea ("nausea"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 8 months after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), headache ("headache") and pain ("body ache"). The patient was treated with surgery (right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, nausea, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain upper outcome was unknown and the weight increased, headache and pain was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, fallopian tube perforation, fatigue, headache, menorrhagia, nausea, pain, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 178 lbs. The patient with history of prior ectopic pregnancy on the left with salpingectomy noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: impression- right-sided essure device located in usual position. No evidence of complication.. Ultrasound pelvis - on (B)(6) 2017: impression: history of prior left salpingectomy, and vaginal delivery about 6 weeks ago, with essure contraceptive device on the right. This device is visualized. Although it is clearly present, and although the ultrasound would seem to favor that its position is reasonable, I do not believe this ultrasound would confirm that particularly with the history given. Consider hysterosalpingogram to better assess. The uterus is retroverted but appears otherwise negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pregnancy with contraceptive device ("unintended pregnancy") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 30-mar-2018: after internal review, assessment for events 'perforation of organs' and a 'pain' was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.